Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high. The customer reported that blood glucose was 495mg/dl. The customer reported that blood glucose and sensor readings are not parallel, and says they are off by 100's. The customer also had a bent cannula. The customer declined high blood glucose troubleshooting since it is a past event and he took care of it. The insulin pump will not be returned for analysis.